Manufacturer narrative:
This report is submitted on november 19, 2020.

Event description:
Per the clinic, the patient developed a staph infection at the implant site and underwent a surgical procedure on (B)(6) 2020, to clear out infected and dead tissue.